Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels lethargic with activity. It was also reported that activity acceleration on the implantable pulse generator (ipg) device was re-programmed to avoid patient feeling heart rate increase while driving on a bumpy road. Subsequent to the re-programming, the patient reported not having enough energy during the day with activities. The device remains in use. No further patient complications have been reported as a result of this event.